Event description:
Initial information was received from a consumer on (B)(6) 2012: a (B)(6) female received one treatment with poly-l-lactic acid (sculptra) (lot # and exp. Date unknown) in (B)(6) of 2011 for cosmetic purposes. She received the sculptra aesthetic in her temples, cheeks, in the area near the top of her ear, in the area where you can feel the bone beneath the eye, and the cheek bone from the ear towards the chin, "where you would put on blush." She was not sure of all the areas injected at the time, but only had one treatment session. Beginning approximately 3 months ago, she noticed "a lot" of visible bumps underneath the skin under both eyes on the "orbital bone." She also noticed one "growing below her temple on the left side." On the right side, she noticed a large bump on the orbital bone that is "spreading closer to the nose and going down." She described it as looking "like being hit and swelling." Today, (B)(6) 2012, she noticed one that "popped up" on her cheek on the left side. She said the nodules on the orbital bone and cheek were "pea sized," hard, and visible. She did not notice any tenderness or redness. She said when she had the injections in (B)(6) 2010, she was a "test pt and received it at a discounted rate." She said she did well until about 3 months ago. The only other treatment she has received to her face was botox to the bridge of the nose area only. She went to a dermatologist who referred her to the original plastic surgeon who gave the injections. He told her the only thing that could be done was to "make incisions and scrape it out" or do an "eye lift." She had not had the cheek "bumps" appear at that time. She has an appointment to see the physician again on (B)(6) 2012. She denies evidence of permanent impairment of a body function or body structure. No medical or surgical intervention has been performed other than observation. Medical history includes mononucleosis infectious as a kid, botox injections as mentioned above, depression, heavy bleeding and cramping, and did not include any inflammatory or collagen/vascular disease. Concomitant medication included selegiline transdermal system (emsam) for depression (started several months ago) and birth control pills for heavy bleeding and cramping. No further relevant medical information was reported.

Manufacturer narrative:
See aware case (B)(4) for similar adverse event that was experienced by a different pt and reported by the same reporter.